Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly the customer alleged the pumps bolus feature was not working. A correction bolus was given to address bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.